Event description:
Customer reported the system had intermittent lock ups. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the ffb pcb. System operates as intended.